Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc valve is broken and unable to draw blood. The following information was provided by the initial reporter: we had another IV needle malfunction in urbana. I do have the needle in my possession. Let me know if you need anything else. 25 sep date of event: 9/10/24. Any adverse event or serious injury reported to patient or healthcare professional? - no. Please confirm whether there was any patient impact. I don¿t believe so. 20ga IV started on patient was unable to obtain blood work. Valve was broke but unable to pull blood from cath. Cath left in place for IV , second stick made for the lab work.

Manufacturer narrative:
Correction: as reported code has been changed to "flow rate slow/occluded" since it is the better fitting error code investigation results: the complaint that blood could not be obtained was confirmed; however, the root cause could not be determined. One insyte autoguard needle was provided for investigation. The needle was in one piece and was not broken. The needle was received fully retracted within the shield. A functional test revealed that the needle was occluded. A red colored material was pushed from the needle. The material may have been introduced during the insertion process. No other similar complaints were reported from the implicated lot. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.